Event description:
A silicone lens model aa4204vf was torn while advancing. The lens was not implanted and there was no pt injury. The facility stated it is unk as to what caused the lens damage. The model and lot numbers of the cartridge and injector are unk.